Event description:
It was reported that the device was defective. There was no patient injury and the complainant is not aware of any medical intervention, or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, three kinks were identified. The first kink was located 2.4 cm from the distal tip, the second kink was located 6.2 cm from the distal tip, and finally the third kink was located at 11.2 cm from the distal tip. The first two kinks were found to be distal to the transition point and the third kink was found to be proximal from the transition point. The connector and electrodes appeared to be intact. The device was evaluated and the device did not meet the curve or planarity specification. Additional functional inspection was performed via inline testing. Given the reported event, per re-inspection documentation, the device met all electrical test criteria, however, failed for 'wave', reject code 46, confirming the visual inspection findings. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Connect the catheter to the corresponding cable connector. Connect the cable to the correct electronic equipment for recording and/or sensing. Observe polarity of proximally located connector pins of the interface cable when connecting to the electronic equipment. Isolate any unused connector pins to reduce development of accidental current pathways to the heart. Follow a suitable electrophysiology study protocol. Do not autoclave catheter. Do not use for electrical ablation. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Diagnostic ep catheters are not recommended for long term pacing. The reported event will continue to be monitored through post-market surveillance.